Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and endometriosis ('endometriosis in my fallopian tubes') in a female patient who had essure (ess205) inserted for menstrual cycle management. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted to calm periods" and off label use of device "essure inserted to calm periods". The patient's medical history included in vitro fertilisation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), migraine ("migraines / chronic migraine"), arthralgia ("joint pain / generalised joint pain") and colitis ulcerative ("ulcerative colitis") and was found to have adrenal adenoma ("adrenal adenoma") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, endometriosis, migraine, arthralgia, colitis ulcerative, adrenal adenoma and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for adrenal adenoma, allergy to metals, arthralgia, colitis ulcerative, endometriosis, migraine and uterine leiomyoma with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority((B)(6), reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and endometriosis ('endometriosis in my fallopian tubes') in a female patient who had essure (ess205) inserted for menstrual cycle management. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted to calm periods" and off label use of device "essure inserted to calm periods". The patient's medical history included in vitro fertilisation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), migraine ("migraines / chronic migraine"), arthralgia ("joint pain / generalised joint pain") and colitis ulcerative ("ulcerative colitis") and was found to have adrenal adenoma ("adrenal adenoma") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, endometriosis, migraine, arthralgia, colitis ulcerative, adrenal adenoma and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for adrenal adenoma, allergy to metals, arthralgia, colitis ulcerative, endometriosis, migraine and uterine leiomyoma with essure (ess205). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and endometriosis ('endometriosis in my fallopian tubes') in a female patient who had essure (ess205) inserted for menstrual cycle management. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted to calm periods" and off label use of device "essure inserted to calm periods". The patient's medical history included in vitro fertilisation. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), migraine ("migraines / chronic migraine"), arthralgia ("joint pain / generalised joint pain") and colitis ulcerative ("ulcerative colitis") and was found to have adrenal adenoma ("adrenal adenoma") and uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the allergy to metals, endometriosis, migraine, arthralgia, colitis ulcerative, adrenal adenoma and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for adrenal adenoma, allergy to metals, arthralgia, colitis ulcerative, endometriosis, migraine and uterine leiomyoma with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.